Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system when she was rewinding and priming. The customer¿s blood glucose level was 69 mg/dl at the time of the incident. Customer stated that she was changing her site this morning and she got the compromised force sensor system error, and she was able to clear it, and then when she was rewinding and priming and it would not recognize the reservoir and she has gone through a whole reservoir trying to prime. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Customer declined troubleshoot for low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Insulin pump received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, missing end cap sticker and minor scratches on display window noted.